Manufacturer narrative:
The compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call of compromised force sensor alarm on her son's insulin pump. The customer's blood glucose was 136mg/dl. Troubleshoot was conducted. The customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.